Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported the device shut down and alarmed while in use on a patient. No patient harm reported.

Manufacturer narrative:
Device evaluation: the manufacturer's field service engineer evaluated the device. The fse noted the device plugged into ac has no mains lite, will not power on. With the device unplugged from ac the device will turn on. When the device was then plugged into ac power, while on operating on battery power, there is a ticking sound (power supply relay) then unit shuts down. Device will not transition from dc to ac power. Patient/user involvement: no patient harm reported. No patient information provided. Resolution and disposition: the manufacturer's field service engineer replaced the power supply to resolve this issue. Root cause: the failure of c56 prevented the power supply from operating on ac power.